Event description:
The customer reported that the touch screen is defective. The customer contacted product support and requested for service repair. This is material only contract. No engineer was dispatched to the customer. The customer reported that the unit was in use on a patient, but there was no patient harm reported. This is material only contract. The touchscreen was sent to the customer to address touchscreen issue.

Manufacturer narrative:
B4: (B)(6) 2021. Per the distributor service engineer, the defective touchscreen was discovered during testing. The device was not in use on patient. The repair was completed by the distributor service engineer. It was determined that MFR report# 2031642-2021-03132 was reported in error, issue found during testing is not a reportable event.